Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a damaged insulation between 10 cm and 17 cm distal to the is-1 connector pin which most likely resulted from the laser extraction. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that this atrial lead dislodged three months after the implantation. It has been replaced with a new lead with good final parameters. No adverse patient side effects were reported. The lead has not been returned for analysis.